Manufacturer narrative:
Service evaluation found that the trigger would stick, resulting in run-on, due to corrosion was observed on the trigger and safety bar assemblies. The safety bar was also stuck, for the same reason. The device was repaired and returned to the customer.

Event description:
It was reported that during testing conducted at the manufacturer facility the trigger of the device was sticking, causing the device to continue to run after the trigger was released. Additionally, the device safety switch was stuck, creating the potential for unintended activation if the device is stuck in a position other than "safe." No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.